Event description:
Report received from the USA stating that the device "displayed error message e-6 and was running intermittently" during a procedure. The procedure was completed successfully using another sc2100. There were no injuries or medical intervention reported. There was no additional information provided.

Manufacturer narrative:
The device has been received by anspach. The device was evaluated and met manufacturing specifications. The event was not confirmed. If additional information is received, a supplemental report will be sent. (B)(4).